Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer received no delivery alarms, and had issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 432mg/dl. It was reported that the customer had changed set and resolved the issue. It was reported that the problem returned, but the customer had no more sets to be able to replace. It was reported that the customer would be sent replacement supplies.